Manufacturer narrative:
The device was received on (B)(4) 2014. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During preventative maintenance testing at service center, the device delivered more than expected.